Event description:
It was reported to boston scientific corporation on (B)(6), 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a pancreatic cyst during an axios placement procedure performed on (B)(6)2022. During the procedure, the stent was attempted to be deployed; however, it got stuck in the scope. There were no patient complications as a result of this event.

Manufacturer narrative:
Block e1: initial reporter's phone number: (B)(6) block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Block h10: an axios stent was returned for analysis; the delivery system was not returned. The stent was inspected and no damages were noted. The reported event of stent first flange difficult to position cannot be confirmed as this occurred during the procedure and it is not possible to replicate in the laboratory of analysis. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported event. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation on january 03, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a pancreatic cyst during an axios placement procedure performed on (B)(6) 2022. During the procedure, the stent was attempted to be deployed; however, it got stuck in the scope. There were no patient complications as a result of this event.